Event description:
Per the clinic, the patient experienced a problem with balance and lost residual hearing in his implanted ear. The patient was treated with cortizone-type not reported. Clinical management of the patient continues.

Manufacturer narrative:
(B)(4). Implanted device remains.